Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patients incision at the ipg site was swollen and sore to touch. It was noted that the patients device was nonfunctional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was having unrelated health issues and there will be no further course of action.

Event description:
A report was received that the patients incision at the ipg site was swollen and sore to touch. It was noted that the patients device was nonfunctional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial (B)(4), description : linear st lead, 70 cm. Model #: sc-2352-50, serial (B)(4), description : linear 3-4 lead, 50 cm. Model #: sc-4316, lot #: 20469703, description : next generation anchor kit-sterile.

Event description:
A report was received that the patients incision at the ipg site was swollen and sore to touch. It was noted that the patients device was nonfunctional. The patient will undergo an explant procedure.